Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the instrument kept getting stuck in the navlock tracker. The instrument was tested, and the health care professional (hcp) was able to confirm that the tap had scratches and was causing the problem. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the instrument kept getting stuck in the navlock tracker. The instrument was tested, and the health care professional (hcp) was able to confirm that the tap had scratches and was causing the problem. There was no delay to the procedure. No impact on patient outcome.